Event description:
It was reported that the patient received inappropriate therapy while exercising, due to a trigeminal rhythm. Programming changes were made. Patient and device to be monitored.

Manufacturer narrative:
No medwatch form was received.